Manufacturer narrative:
The impella device was returned and evaluated. The root cause of the issue was broken purge disk retainer.

Event description:
Us complainant reported the automated impella controller (aic) had a broken purge disk retainer. A new aic was used successfully. The patient survived the event.